Manufacturer narrative:
Veeva case: (B)(4).

Event description:
I think I ingested some of it [accidental device ingestion]. I feel some burning [burning sensation]. Case description: on (B)(6) 2024 a spontaneous case was reported in united states of america by a patient via call center representative (phone). The report concerns a male consumer. The consumer received polident overnight whitening (napc+potm+taed tablet) for indication dental cleaning. Lot number and expiration date were not reported. No medical history was reported. No drug history was reported. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident overnight whitening, the consumer experienced a medically significant I think I ingested some of it (preferred term; accidental device ingestion). On (B)(6) 2024, the consumer experienced a non-serious I feel some burning (preferred term: burning sensation). The action taken for polident overnight whitening was unknown. De challenge was unknown and rechallenge was not applicable. The outcome of the event accidental device ingestion was unknown. The outcome of the event burning sensation was not recovered/ not resolved/ ongoing. The causality assessment was not reported/not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I used your polident overnight whitening tablets. I did not clean my dentures well and I think I ingested some of it. I feel some burning. Is it safe. What should I do." Case product: polident overnight whitening device MFR number: 1314819-2024-00039. This report is being resubmitted to capture corrections. The information was received on (B)(6) 2024 and is as follows: causality was updated from no reasonable possibility to not reported / not assessable for the events accidental device ingestion and burning sensation.